Manufacturer narrative:
An event regarding crack/fracture involving a triathlon cutter was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection of the returned device noted that the device was returned in used condition. The device was found to be fractured in the middle and broken into two pieces. Material analysis examination indicated that the fracture consistent with an overload condition. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: there was one other event were reported for the lot indicated. Conclusions: the reported event regarding crack/fracture involving an accolade cutter was confirmed from the visual inspection of the returned device. The device was found to be fractured in the middle and broken into two pieces. The material analysis engineer indicated the fracture consistent with an overload condition. If any additional information is received in future, this investigation will be reopened and re-evaluated.

Event description:
Box chisel broke during impaction. No adverse consequences to patient. Surgeon use narrow saw blade to complete box cut. No surgical delay.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
Box chisel broke during impaction. No adverse consequences to patient. Surgeon use narrow saw blade to complete box cut. No surgical delay.